Event description:
It was reported during dilatation of an arteriovenous hemodialysis fistula graft procedure the balloon catheter broke in half and the distal portion migrated to the brachial vein. Exchange for a larger sheath and retrieval of the detached segment utilizing a snare was uneventful. The pt's condition is good. Attempts to get further details with regards to the circumstances of this event were unsuccessful. Only a 9.4 centimeter portion of the distal shaft with balloon material attached was received, evaluated and retained by this MFR. The remainder of the catheter was not returned for evaluation. The distal radiopaque marker was located on the returned catheter shaft. The proximal radiopaque marker was not returned for evaluation and the proximal end of the balloon was not attached to the catheter shaft. The proximal end of the returned catheter shaft was accordioned and partially under the balloon and as a result the proximal bond could not be located. The shaft under the balloon was flattened. The balloon exhibited a circumferential tear loacted at the proximal end 7 centimeters from the distal tip. The amount of balloon material missing cannot be determined because the exact specifications of the balloon were not provided. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesion in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event.